Manufacturer narrative:
(B)(4). The pump passed the self test. Pump error 37 alarmed during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarm. Prime/fill anomaly confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump's piston was not going down but it said rewind complete. Customer received complete status with next highlighted on the screen. The customer performed displacement but test did not passed. Customer performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.